Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air and fluid in the set) alarm that occurred on the homechoice (hc) during during dwell 2 of 5. The home patient (hp) was still connected and the supply bag was empty. The technical service representative (tsr) asked if any bag came undone and hp stated no. The hp will reset the hc and start over. Baxter (B)(4) contacted the hp on (B)(6) 2010. The hp stated that he just started over with new supplies as directed by the tsr. The hp stated that he did not know where the air could have come from. The hp stated that he was doing well and there was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as the sample has been discarded.